Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted. Visual inspection noted an anomaly in the insulation approximately 28 cm from the terminal end. Resistance testing confirmed that the lead was not electrically continuous indicating a fracture. X-rays of the lead confirmed a fracture of the outer coil approximately 28 cm from the terminal end. Analysis concluded that the fracture is indicative of cycle fatigue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements in both bipolar and unipolar configurations. Surgical intervention was performed, and the lead was explanted and replaced. Besides surgical intervention, there were no patient complications reported.